Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that during preparation of the contralateral leg component, there was difficulty removing the packaging mandrel. The packaging mandrel was able to be removed with the use of a hemostat clamp. No damage was reportedly noted to the delivery catheter upon removal of the mandrel. Reportedly, the delivery catheter was able to be advanced into position and was deployed without issue. However, intra-operative fluoroscopy showed the leading olive had completely detached from the delivery catheter and remained on the guidewire within the contralateral limb. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure. It was reported there was nothing about the patient's anatomy that contributed to the event, and resistance was not felt during advancement or withdrawal of the contralateral leg component. The contralateral leg component was not available for evaluation; therefore, the cause of the proximal olive separation could not be determined. However, it was reported that the use of a hemostat clamp during preparation of the device may have contributed to the leading olive separation.